Event description:
While the patient was undergoing a procedure for stricture removal from the urethra, the blade on the end of the scalpel threaded through the optical urethrotome broke off. The urologist was able to successfully remove the broken portion of the blade by grasping it with another device. A slight laceration to the urethra occurred, which according to the hospital representative, should heal with no permanent sequelae to the patient. The procedure was completed and an extended hospital stay was not required. As far as the hospital representative is aware, no other equipment was being used during the procedure and on one know what caused the blade to break. Once the device is returned to olympus, a full evaluation will be performed in order to determine the cause of the problem. Although the hospital representative stated that the device will be sent after it is disinfected, the knife has not been received. No further action will be taken by olympus unless the device is returned for evaluation.